Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk), the clinician received an unintended delivery of energy while performing CPR on the pt. Complainant indicated that the clinician required no add'l treatment. Complainant indicated that the clinician obtained another device to continue treating the pt.